Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the error was caused by two errors occurring simultaneously and independently of each other. Firstly, the foot switch was defective, which is normally not a major problem because the system's hand switch is still working. Unfortunately, in the given case, parallel to the foot switch problem, a temporary contact problem occurred on the image acquisition system (ias). This combination, after a reboot, finally led to the fact that no radiation triggering was possible at all. To counter this unfortunate combination of technical problems, an on-site service visit was necessary. The defective foot switch was replaced by the local service organization and the contact problem at the copra-board of the ias-pc was eliminated. The error has not been reported again. Therefore, no further measures are necessary.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no x-ray was possible. Due to the malfunction, the procedure was interrupted. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.